Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery an ophthalmic system cutter produced abnormal noise and failed to cut. The system was restarted, and the pack was replaced, after which the function was restored. The procedure was completed on the same day and there was no patient impact.